Event description:
The customer reported that on (B)(6) 2015 his blood glucose, carbohydrate intake and insulin history is as follows: at 04:38 pm the pod was deactivated and he noticed the cannula was crimped. There was also bleeding noted at the site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.